Event description:
It was reported that "stapler is locking up and jamming when in use". Additional information received states that 3 devices were used on one patient. There was no patient harm. A 4th stapler from a different lot number worked successfully. No medical intervention required. See associated mdrs 3003898360-2024-00345 and 3003898360-2024-00349.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.